Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was not functioning. The cause for the issue was isolated to a damaged rear response button cable. The +3.3 trace was cut on the cable. The root cause for the cut cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor response buttons weren't working.